Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, no patient details: dob, age, gender, weight; or diagnosis were available.

Event description:
In discussing a different event, the clinician stated that staff had mentioned to her that the tubing had previously come apart at the drip chamber and tubing junction during priming for a chemotherapy infusion. This file is for that report. The user stated that no product was sequestered and she was not aware of any event or details for the previous events. There was no patient harm.